Event description:
It was reported that the handle on the zimmer skin graft mesher was sticking. Through investigation, it was determined that the device had a bent comb. There was no report of harm, injury, delay, increased surgical time, or medical/surgical intervention.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device is 10 years old and was last returned to the MFR for repair on (B)(4) 2012. No cutters were sent with the unit for eval. Investigation of the returned device determined that the side plates, roller, comb and bushing were worn or damaged. Prior to repair, the device was also determined to be out of calibration on both sides. It was also noted that the ratchet returned with the device was a ratchet from a meshgraft ii zimmer model number 2195. The reported issue of pins sticking could not be duplicated. However, the user not maintaining the device according to proper handling is evident in the lack of calibration and worn components. The device was serviced and returned to the customer.